Manufacturer narrative:
Correction: unique device identifier (UDI)#. Added pi to the unique device identifier (UDI)# field. Annex g : g04091. Annex c : c1601. Annex d : d0301. Additional information: manufacturer narrative: annex a : a040601. Annex g : g04061,g04070. Annex c : c070606. Annex d : d02. The actual date of event is unknown. Investigation summary: the reported communication issue was observed in a review of the returned syringe module logs; however the issue was not replicated during functional testing. The reported second syringe module also involved in the communication issue could not be determined as it was not returned for investigation. The requested pcu device s/n (B)(6) logs did not contain the information from the date of the observed communications issue. The information contained in the device logs was overwritten because of its continued use after the reported issue. The last recorded information was from 20 december 2023. A log summary with the limited information contained in the suspect syringe module logs was performed and summarized. On (B)(6) 2023, at 5:26 pm the suspect syringe module was attached to pcu device s/n (B)(6) and assigned unit label b. At 5:29 pm, the syringe module was programmed do infuse an unknown drug using a bd 50ml syringe with a volume of 48.13ml. After the syringe was primed a volume of 2ml, the infusion was started at a rate of 1.15ml/h for a vtbi of 39.4ml. At 5:53 pm, the syringe module recorded a net_iuc_communicatios_down. Net_iuc_communications_down: indicates a loss in data communication, leading to the display of "channel disconnect" on the pcu, an audio alarm, continuous scrolling of "communication error" on the pump module, and the absence of a channel ID. Despite these issues, the module will continue to operate according to the programmed parameters as indicated by the green infuse indicator. The red alarm indicator will flash to alert about the error. The inherent swiping motion when attaching and detaching a pump module can clear/remove debris and any contaminates from the contact making the issue not possible to replicate. Inspection of the source syringe module right male iui under a microscope observed corrosion, multiple damage isolation ribs and white fibers. No other anomalies were observed with any of the electrical or mechanical components. Bd recommends that proper iui connector inspection and cleaning practices should be followed as instructed by the bd alaris user manual v12.1. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green, crushed ribs or cracks are identified. (Mms-203810 bd alaris system) bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contains the following notifications related to cleaning: best practices for cleaning bd alaris¿ system devices; bd alaris¿ system cleaning audit; bd alaris¿ system cleaning checklist; bd alaris¿ system iui inspection quick reference; bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020. CAPA 1120033 was also opened to address failures resulting from fluid ingress; the findings concluded that cleaning solution ingress and/or accumulation of cleaning solution can cause component failures. As a result, the srd-783 cleaning requirements were updated to align with iec 60601.1 11.6.6 standards. The best practices for cleaning alaris system devices tip sheet recommends not allowing the cleaner to collect on the instrument and not using an oversaturated cloth during the cleaning process. Be sure to squeeze out excess liquid. Do not allow cleaning solutions to collect on the instrument. Residual buildup might cause the moving parts to become sticky and hinder their operation over time. Use a dedicated soft-bristle brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. Do not allow the cleaner to collect on the instrument. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported communication error during an infusion is being attributed to a loss of data communication resulting in a channel disconnect on the returned syringe module. The reported associated second syringe module was not returned therefore no root cause could be attributed. The probable cause of the loss of data communication is being attributed to contamination and damaged isolation ribs on the male right iui of the syringe module. Note that imdrf annex a0401, a040502, a040601, a0509, c07, c0601, c070606, d15, d01, d02, g02017, g04061 and g04070 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported that the syringe pumps were infusing epinephrine and vasopressin malfunctioned. The patient was hypotensive requiring continuous infusions of epinephrine and vasopressin. The infusion channels alarmed with "communication error" and the patient¿s mean arterial pressure dropped into the "30's". The pumps were quickly changed and the patient was given a "significant" increase in epinephrine and vasopressin rates until blood pressure recovered. Although requested, the customer was unable to provide additional information.

Event description:
It was reported that the syringe pumps were infusing epinephrine and vasopressin malfunctioned. The patient was hypotensive requiring continuous infusions of epinephrine and vasopressin. The infusion channels alarmed with "communication error" and the patient¿s mean arterial pressure dropped into the "30's". The pumps were quickly changed and the patient was given a "significant" increase in epinephrine and vasopressin rates until blood pressure recovered. Although requested, the customer was unable to provide additional information.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. H3 other text : see manufacture narrative.

Event description:
It was reported that the syringe pumps were infusing epinephrine and vasopressin malfunctioned. The patient was hypotensive requiring continuous infusions of epinephrine and vasopressin. The infusion channels alarmed with "communication error" and the patient¿s mean arterial pressure dropped into the "30's". The pumps were quickly changed and the patient was given a "significant" increase in epinephrine and vasopressin rates until blood pressure recovered. Although requested, the customer was unable to provide additional information.

Manufacturer narrative:
Correction: annex b : b21. Annex c : c21. Annex d : d16. Additional information : device eval by manufacturer, remedial action required, remedial action # and manufacturer narrative. Annex a : a0509, a040502, a0401, a1801. Annex g : g04091, g02017. Annex b : b01, b14. Annex c : c07, c0601, c1601. Annex d : d01, d15, d0301. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported communication issue was observed in a review of the returned syringe module logs; however the issue was not replicated during functional testing. ¿ the reported second syringe module also involved in the communication issue could not be determined as it was not returned for investigation. ¿ the requested pcu device s/n (B)(6) logs did not contain the information from the date of the observed communications issue. The information contained in the device logs was overwritten because of its continued use after the reported issue. The last recorded information was from 20 december 2023. ¿ a log summary with the limited information contained in the suspect syringe module logs was performed and summarized. O on 02 november 2023, at 5:26 pm the suspect syringe module was attached to pcu device s/n (B)(6) and assigned unit label b. O at 5:29 pm, the syringe module was programmed do infuse an unknown drug using a bd 50ml syringe with a volume of 48.13ml. After the syringe was primed a volume of 2ml, the infusion was started at a rate of 1.15ml/h for a vtbi of 39.4ml. O at 5:53 pm, the syringe module recorded a net_iuc_communicatios_down. ¿ net_iuc_communications_down: indicates a loss in data communication, leading to the display of "channel disconnect" on the pcu, an audio alarm, continuous scrolling of "communication error" on the pump module, and the absence of a channel ID. ¿ despite these issues, the module will continue to operate according to the programmed parameters as indicated by the green infuse indicator. The red alarm indicator will flash to alert about the error. ¿ the inherent swiping motion when attaching and detaching a pump module can clear/remove debris and any contaminates from the contact making the issue not possible to replicate. ¿ inspection of the source syringe module right male iui under a microscope observed corrosion, multiple damage isolation ribs and white fibers. No other anomalies were observed with any of the electrical or mechanical components. ¿ bd recommends that proper iui connector inspection and cleaning practices should be followed as instructed by the bd alaris user manual v12.1. O iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green, crushed ribs or cracks are identified. ¿ (mms-203810 bd alaris system) bd issued a voluntary recall to address specific cleaning practices as it relates to the bd alaris system which contains the following notifications related to cleaning: o best practices for cleaning bd alaris¿ system devices. O bd alaris¿ system cleaning audit. O bd alaris¿ system cleaning checklist. O bd alaris¿ system iui inspection quick reference o bd alaris¿ system with guardrails¿ suite mx user manual addendum jul2020 ¿ CAPA 1120033 was also opened to address failures resulting from fluid ingress; the findings concluded that cleaning solution ingress and/or accumulation of cleaning solution can cause component failures. O as a result, the srd-783 cleaning requirements were updated to align with iec 60601.1 11.6.6 standards. O the best practices for cleaning alaris system devices tip sheet recommends not allowing the cleaner to collect on the instrument and not using an oversaturated cloth during the cleaning process. Be sure to squeeze out excess liquid. O do not allow cleaning solutions to collect on the instrument. Residual buildup might cause the moving parts to become sticky and hinder their operation over time. O use a dedicated soft-bristle brush to clean the case to remove any visible residue. The brush may also be used to clean narrow or hard-to-reach areas. O do not allow the cleaner to collect on the instrument.